Manufacturer narrative:
The suspected item was requested for return three times but has not been received yet. The provided photo does not allow a reasonable conclusion about the origin of the particle inside. Due to the fact that suspected item was not yet provided to the manufacturer, a case specific evaluation is not possible. Dräger has conducted a review of complaint files. One similar complaint is known from 2014 whereby it was reported that over-standing glue material came off and fell into the patient circuit. The item involved in the old case was a patient circuit system for emergency and transport ventilators. The actual case refers to a patient circuit system for anesthesia workstations which is purchased from a different supplier. Hence, there is no aspect reasonably suggesting that both issues may be in relation to each other.the instructions for use for the product contain an advise that the product must be inspected prior to use on a patient for occlusions, presence of foreign objects and other deviations. This has obviously worked as intended - the problem was detected during preparation for use.

Event description:
The customer reported that a piece of plastic material was found inside a disposable patient circuit set. Location was close to the distal end/patient opening. The issue was detected prior to use i.e. There was no patient involved.